Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n188225006, product type: catheter. Product ID: unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that on (B)(6) 2013, 1700, when starting a priming bolus after a catheter contrast study, the patient fell unconscious and experienced an overdose. The patient was hospitalized. On (B)(6) 2013, after 10:00 - the patient was found half unconscious with weak breathing, and received intubation to control respiration. The patient is currently under control with a ventilator. Subsequently, overdosing was discovered. Around 12:00 - baclofen was removed from the reservoir and saline was injected. An attempt was made to aspirate baclofen from the catheter via catheter access port (cap) and 8 ml was drawn. To aspirate 0.199 ml baclofen from the internal tube, bolus was performed twice to draw 2 ml. The system was set to minimum rate. On (B)(6) 2013 the patient's consciousness recovered and spontaneous breathing was resumed. To prevent withdrawal symptoms, administration of baclofen was initiated at 1,000 g/ml concentration, daily dose of 50 g. On (B)(6) 2013 the patient recovered to a state capable of conversation. The internal tube and catheter capacity was set to an incorrect value (1.799 which is the maximum value available for entry) when programming priming bolus after catheter contrast study. This resulted in overdosing of baclofen by 3,598 g. It was indicated it was related t o the drug and the procedure. The outcome was recovered as of (B)(6) 2013 the daily dose has been increased to 60 g because of increase in joint stiffness. The pump was delivering gabalon.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced reduced therapeutic effect. A pump operability test was performed on (B)(6) 2013. Drug volume at previous refill was 18.0ml the actual residual drug volume 4.1ml residual drug volume on programmer was 4.1ml. A catheter x-ray study was performed on (B)(6) 2013. Access port aspiration of cerebrospinal fluid, catheter contrast, and activation were examined under fluoroscopy guidance. No abnormalities were found. When gabalon was resumed, a bolus dose of 1.799 had been entered instead of 0.180 (which was later discovered). The concentration was 0.2%. The patient was admitted on (B)(6) 2013. On (B)(6) 2013 at 20:00 the patient ate dinner as usual and fell asleep afterwards. The patient experienced disturbance of consciousness on (B)(6) 2013. At 8:00 on (B)(6) 2013 the patient did not wake up in the morning and had incontinence. The patient was unresponsive to vocal stimuli and tongue depression was observed. The patient gradually fell into respiratory depression so they were intubated and placed under mechanical ventilation. A head computed tomography (CT), magnetic resonance imaging (MRI) and electrocardiogram showed no abnormalities. When the programmer administration log was checked, an overdose was discovered. The drug solution within the pump a nd catheter was replaced with saline. The severity was serious. Administration was suspended. The drug therapy for the adverse event was noted as unasyn s, serenance, risperdal and yokukansan. On (B)(6) 2013 at 7:00 in the early morning, the patient regained consciousness, resumed spontaneous breathing, and was extubated. On (B)(6) 2013 at 1100 the pump was refilled with gabalon (0.1%) and administration was resumed at 50 g. The dosage was gradually increased. On (B)(6) 2013 there was slight disinhibition. A drug was used. The patient was improved by (B)(6) 2013 and was discharged. The dose was 105 g/day. The outcome was noted as recovered as of (B)(6) 2013.

Event description:
It was further reported a physician's incorrect understanding resulted in a simple input error. The event was due to the maximum amount possible was entered in the total prime volume field.